Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Calculations for insulin gauge could not be performed as customer could not remember how much insulin was initially loaded into the cartridge. Customer¿s blood glucose was 63 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.